Event description:
A pt reports she is experiencing glare and halos following intraocular lens (iol) implant surgeries. Both eyes are affected. She was advised to discuss her concerns wit her physician. In response, she stated that she is currently seeking a second opinion regarding the glare and halos and she does not want her implanting surgeon contacted for additional info. Despite her reported concerns, she feels the iols are excellent adding that she does not need to wear glasses. Os--MDR # 1119421-2006-00243, od--MDR # 1119421-2006-00244.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.